Event description:
The customer reported: from beginning of procedure, device would not work. Jaws would not open. Another ligasure was obtained and used without incident. Customer's medwatch report number: mw5073684.